Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent a percutaneous nephrolithotomy using a universa firm ureteral stent set. The attending physician attempted to retrieve the stent by pulling the tether. Upon doing so, the tether broke. It was also reported that the stent migrated into the ureter causing additional case delay. They were able to retrieve it with an instrument. The procedure was completed successfully. Additional information received on 10feb2017 stated ¿the stent tether was associated to the stent that was just placed. Thus, there was no indwell time before the stent tether broke. They physician had to perform ureteroscopy to complete the procedure and remove the stent. Reusable graspers were used to retrieve the stent in the ureter.¿ percutaneous nephrolithotomy procedure was performed. Percutaneous nephrolithotomy (pcnl) is the preferred technique for treating larger kidney stones (over 2cm in diameter) located within the kidney. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient experience any adverse effects due to this occurrence. No further information was provided.

Manufacturer narrative:
Investigation ¿ evaluation: no complaint device has been returned for investigation and no photos or lot # were provided. No lot number was provided; therefore a review of non-conformances cannot be completed at this time. If new information becomes available the complaint will be updated. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current controls that may have contributed to this incident. Based on the available information the exact cause of the reported information is not clear for it may be associated with the healthcare physician¿s technique/procedure, and/or the malfunction of the device.